Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient had the concurrent procedures of a vaginal repair of cystocele, rectocele, enterocele, paravaginal repair, cystoscopy, anal sphincteroplasty, lysis of adhesion, and bilateral sacrospinous fixation performed during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic and vagina pain, severe pain during intercourse, excessive bleeding, urine leakage, chronic urinary and bladder infections, urgency to urinate, frequency to urinate, feces leakage, abnormal vaginal discharge, chronic urinary and bladder infections which caused high fever of 104 degrees fahrenheit and vomiting, urinary tract infection that exacerbated into e. Coli infection, physical pain and discomfort, terrible burning sensation, anxiety that she will contract another infection. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.